Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the extension would not completely insert into the header block of the ins. No environmental/external/patient factors led or contributed to the issue. Many attempts were made to diagnose and correct the issue but after much time and many attempts made to try and re-insert the extension wire contacts into the header block but to no avail. It came back many times as open circuits with high impedances. After twenty minutes of troubleshooting the doctor deemed the ins defective and requested another. With the second product it took some time but eventually the extension went into the ins and worked and provided impedances within range and was implanted. The issue was reported to be resolved at the time of the report. The rep will send back the product for inspection and testing. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed there was no anomaly with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted for parkinson's dual and movement disorders.